Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device system was explanted due to a pocket infection and sepsis. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.